Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by vomiting. The cause of the peritonitis was unknown. On the same day of the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1g, once in every five days, discontinued, route not reported) and magnex forte injection (750mg, discontinued, route and frequency were not reported) for peritonitis. At the time of this report, the patient was recovered from the peritonitis event and remained hospitalized for another indication. Pd therapy was ongoing. No additional information is available.